Manufacturer narrative:
Device passed self-test and displacement test. No unexpected spi to motor pic communication error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as spi to motor pic communication error alarm. Customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer not able to complete rewind. Troubleshooting was performed for insulin pump error alarm. The device will be returned for analysis.